Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra test trips were ¿messed up¿ and ¿didn¿t register¿. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained during a follow-up call with the patient. The patient did not report when the alleged strip issue started. During the follow-up call the patient stated that she manages her diabetes with an insulin pump and pills (type and dose unspecified) and indicated that she did not made any changes to her diabetes management regimen in response to the alleged issue. The patient informed the agent that due to the alleged strip issue her blood sugar levels went up to 500 mg/dl for three days. During the follow-up call the patient confirmed that she was able to receive these readings with the subject test strips. The patient did not report any symptoms and denied receiving any medical treatment due to the alleged issue. The cca was not able to troubleshoot the problem during the initial call and the patient was unable to read the lot number. Replacement test strips were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject test strips to the event.